Event description:
After being approached by an advanced biohealing, inc sales rep on 9/5/08 the doctor reported to advanced biohealing, inc that his office has applied dermagraft to a pt in 2005 who developed a significant infection within a week of application. On 3/3/06, FDA was notified that smith &nephew wound mgmt suspended mfg operations. As of 5/25/06, the ownership of the smith & nephew wound mgmt facility was transferred to advanced biohealing, inc. Smith & nephew wound mgmt retains all records and responsibilities for lots of dermagraft mfg prior to 5/25/06. The director of the facility was contacted to obtain further details. The pt was being treated for a right great toe diabetic ulceration with dermagraft. The pt had a history of hypertension, kidney stones, and noninsulin dependent diabetes mellitus. In 2005, the pt was diagnosed with an infection of the right great toe. At about one week later, the pt had their right great toe amputated due to necrosis, ulceration, and dry gangrene. Dose or amount: 1 dermagraft applied. Dates of use: 2005. Diangosis or reason for use: diabetic foot ulcer.